Event description:
The implantation surgery of the device was conducted on (B)(4) 2014. Csf did not flow through the valve, when the lumbar catheter was connected to the valve with the connector during surgery. It was found that the base plate of the valve was not sitting flat. The surgeon used another new product instead and completed the case without problem. There was no surgical delay or harm to the patient because of this incident.

Manufacturer narrative:
The position of the cam when valve was received was 160mmh2o. The valve was visually inspected; it was noted that the casing have moved on the inside of silicone housing; also, a hole in the ventricular catheter was noted. The valve was leak tested. A leakage was only noted from the hole in the catheter, no other leakage was noted. The valve was reflux tested. The valve failed the test. The siphon guard was removed. The valve was irrigated with purified water, an occlusion was noted at the ruby ball, the ball was unstuck, the valve was irrigated again, and no occlusion was noted. The siphon guard was irrigated with purified water, no occlusion was noted. The valve was dried. The valve was tested for programming. The valve passed the test. The valve was then pressure tested, the valve failed the test. The valve was dismantled; biological debris was noted on the ruby ball and on the seat of ruby ball. Review of the history device records confirmed the valve (B)(4), lot number crfccy, was conformed to the specifications when released to stock on the (B)(4), 2014. The root cause for the flow problem reported by the customer is due to biological debris found on the ruby ball and on the seat of the ruby ball. The root cause of the moved base plate reported by the customer is probably due to high pressure during the flushing process before implantation. The root cause for the hole in the ventricular catheter is probably due to a sharp or pointed object coming into contact with the silicone housing, but this could not be determined. As indicated in the IFU important information of the valve ¿silicone has a low cut and tear resistance¿. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed